Event description:
The information received indicated that during inflation of the firestar, the balloon felt different upon inflation. The balloon was able to be inflated, but took five minutes to deflate. The target lesion was a chronic total occlusion in the circumflex artery. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. There was no anomaly or difficulty observed on the device prior to use. The same indeflator was used again with the replacement balloon and there were no problems. What was different about the balloon inflation is hard to describe, but the nurse just felt that the balloon was not being inflated, but under fluoroscopy everything was okay. The balloon was inflated to 8atm but the difference was felt immediately upon inflation. The maximum inflation pressure applied to the balloon was 8 atm. There was no additional action required in order to deflate the balloon. The balloon was inflated once. The balloon catheter did not kink. The patient had no adverse affects, as it was a chronic total occlusion the device problem did not cause any further damage to the patient.

Manufacturer narrative:
The information received indicated that during inflation of the firestar, the balloon felt different upon inflation. The balloon was able to be inflated, but took five minutes to deflate. The target lesion was a chronic total occlusion in the circumflex artery. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. There was no anomaly or difficulty observed on the device prior to use. The same indeflator was used again with the replacement balloon and there were no problems. What was different about the balloon inflation is hard to describe, but the nurse just felt that the balloon was not being inflated, but under fluoroscopy everything was okay. The balloon was inflated to 8atm but the difference was felt immediately upon inflation. The maximum inflation pressure applied to the balloon was 8 atm. There was no additional action required in order to deflate the balloon. The balloon was inflated once. The balloon catheter did not kink. The patient had no adverse affects, as it was a chronic total occlusion the device problem did not cause any further damage to the patient. One non sterile firestar balloon was received inside two plastic bags. Kinks were noticed at the distal area. The inner body was collapsed. Inflation media residues were observed in the balloon. The balloon was inflated up to 14 atm with no issues. Inflation and deflation tests were performed, and found within specification. The deflation test was performed twice, and the deflation times were found within specification: spec < 30 seconds, test 1: 20.94 seconds, test 2: 13.90 seconds. Scanning electron microscope (sem) results show that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. The reported customer complaint of inflation and deflation difficulty was not confirmed through failure analysis. With the information provided it is not possible to determine what factors may have contributed to the difficulty the customer encountered. The cause of the kinks, and inner body damage could not be conclusively determined. In the manufacturing line mandrels are used in order to avoid damages to the inner body. Neither the DHR review nor the analyses performed suggest that the issue is manufacturing related; therefore no action is needed.

Manufacturer narrative:
The product has been returned for evaluation, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days from receipt.